Event description:
Resident lying on lift in shower room with cna in attendance, after being bathed in bathtub with safety straps on. Safety strap became unsecure. Pt was very large and weight was pressing against strap. Cna attempted to prevent resident from falling without success. Resident landed on floor face up. 911 called. Resident was transported to the hosp ER and was diagnosed with right hip fracture. She remained in the hosp for 6 days. MFR informed of event the following day and a service representative came out to inspect the lift on 8/2/95. Straps were found to be free of defects. Pt's weight does not exceed nor meet recommended weight levels.